Event description:
Additional information received from reporter on 16-oct-2023, for mw5146472. I have a complaint against morpheuss, a radiofrequency micro needling device. This cosmetic medical device is causing devastating & irreparable harm to thousands of people. It's a radiofrequency device and it's literally microwaving and melting people's skin and subcutaneous fat. I became a victim of this device on (B)(6) 2022. I only got this procedure to lessen the appearance of a large facial scar I received nearly 20 years ago in a car wreck. I lost so much subcutaneous fat from this procedure that it aged me 10 years in a month. I now also have "orange-peel textured skin." I have been left with keloid scarring on my cheeks, which is most visible when I smile. I also have a depression left under my eye, a drooping face, crepey skin, and more wrinkles and loose skin. I belong to a support group with other people who have had damage to their bodies as a result of morpheuss or other devices. Morpheus8 is the number one offender of most members as reported in several surveys conducted in the group online. Other members complain about this same orange-peel skin they were left with, and loss of facial fat that makes some of them look like they have hiv. It causes fat wasting, and the damage goes on for several months so you don't even know how bad the damage is for months. Because it's known to melt fat, apparently people get it done on other parts of their body that they want to melt fat- but definitely usually not the face. One woman only got it done on half of her face because it hurt too much and she stopped. You can clearly see one side of her face is damaged and the other side isn't. You can easily see which side the procedure was done on. This caused me to descend into a deep depression, over which I ultimately lost my job and almost my life. In the group, people want to commit suicide over the damage to their faces a lot. Recently I heard from a woman who planned her suicide, but then didn't do it, and that really prompted me to take action. Because I know "devastating" it is to not be able to look in the mirror because you were harmed by an FDA approved medical device, and you paid for it. Morpheuss is not being advertised as doing what it actually does, which is damage to the skin, fat, and tissue. Something needs to be done, and there's thousands in the group that will vouch for this. The thousands of people in my online support group & on realself.com only 66% of people who have had this "treatment" approve of the procedure/their results. If 1 out of 3 airbags were defective, or blew up in people's faces, causing excess damage, the airbags/vehicles would be recalled. Morpheuss needs to be recalled. It's not just about the practitioner using the right setting. People who have had the procedure on the lowest setting have experienced the same negative damage to their body, although it's more likely with a higher setting. Ail settings on morpheuss are unsafe. I'm also making a complaint against the (B)(6) center & dr. (B)(6) for damaging the skin and fat of my face & neck, but the device itself is my true focus. After my consultation with dr. (B)(6) he informed me that we could do the treatment that very day, and I assumed he would be the one performing it. However another doctor came in and I was concerned and asked for dr. (B)(6). He reassured me that this doctor knew what she was doing and that he would be popping in throughout the procedure to check on it, and he instructed the doctor what setting to use- which it tums out was the highest setting which is known to melt fat. In fact, some people get morpheuss on their stomach etc. To get rid of fat. No woman pushing 40 that's not overweight would ever want to lose facial fat and prematurely age themselves, as was done to me. As the procedure was being done, I asked why it wasn't being done under my eyes. And the doctor informed me that she "didn't know if it could be done under the eyes"! Right then I wish I got up and left because how is a doctor trained in the use of a medical device primarily used on the face, and they are unsure what areas of the face it can be used?!?! She left the room to ask dr. (B)(6) and he said yes. I wish I never even asked because I now have damage under my eyes; my left eye has a depression under it now that was not there prior. Dr. (B)(6) only popped in once towards the end. The (B)(6) center refuses to acknowledge any damage and are purposely trying to gaslight me, but I have loads of pictures documenting the drastic change to my face. I have since read the morpheus8 manual and the (B)(6) center did not follow protocol of several things in the manual. Had they followed these blatant instructions and recommendations, they wouldn't have even performed the treatment on me! Because I informed the (B)(6) center of my history of keloid scarring on my patient health history paperwork I filled out at their office prior to my examination and treatment. It says clearly in the manual, that a "history of skin disorders, keloids, abnormal wound healing." Were a contraindication. They did not do a test spot to access the reaction of the skin. "A small test spot should be performed in a non-conspicuous area of the treatment site, (10-15 minutes) prior to the first complete session." They also didn't "start with a low energy level, and test patient comfort and observe the tissue's response before increasing the energy," as the manual says to "always" do. They also didn't follow the post-treatment recommendations in the manual; "cool the treatment area for 10-20 minutes." I'm still very upset and affected by this, and obsessed with trying to figure out how to fix it, and I don't have the money to because I already paid to have my face melted, and I have a (B)(6) credit on my account at the (B)(6) center and they refuse to refund me for the procedure or give me back my balance. They are also refusing to give me other treatments that I can use that balance towards- which trust me I will never want, I am filing a small claims complaint for the (B)(6) and a separate complaint for the damage, as well as a complaint against morpheus8. I have seen some improvement in my condition attributed to various other treatments like filler and chemical peels (which I had never gotten until the facial damage I received in 2022). These treatments are expensive and must be repeated periodically throughout the rest of my life. But I still don't have my pre-morpheus8 face back, and I doubt I ever will. My face will forever be "before morpheuss" and "after morpheuss"- and the (B)(6) center. Health effect code: 2360. Device problem code: 2017.

Event description:
Reporter calling to report problems after receiving morpheus8 treatments. Reporter states she was previously involved in a car accident which resulted in facial scars. Reporter states she was interested in morpheus8 treatments to reduce these scars, and began treatment on (B)(6) 2022. Reporter states that for the first month, her skin was swollen where she received treatment. After one month, reporter states she experienced "fat wasting" in her facial skin, elasticity loss, skin drooping, skin burning sensation, and additional scarring. Reporter states she felt suicidal and "relapsed on drugs" because she was feeling so terrible. Reporter states that the morpheus8 is a faulty product that damages skin, causes premature aging, increases acne scarring, and enlarges/exaggerates skin pore size.